Manufacturer narrative:
(B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information not provided by the reporter. This report is for one (1) unknown screw. Device not reportedly explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a surgery for the femoral diaphyseal fracture took place on (B)(6) 2015. During the procedure, the reported protection sleeve was difficult to function. After the surgeon inserted the intramedullary nail, the distal side was screwed and fixed with backstroke technique first. The surgeon then commenced to fix the proximal side. The screw was inserted into the dynamic hole first, the surgeon then tried to extract the protection sleeve. However, the sleeve was stuck and could not be withdrawn. The surgeon inspected and discovered that the sleeve was stuck at the screw head. The surgeon was able to withdraw the sleeve only after the screw was extracted. The screw was eventually inserted without the sleeve. The surgery was successfully completed but a 30-minutes delay was reported. No adverse consequences were reported. This report is for one (1) unknown screw this is report 2 of 2 for (B)(4).